Manufacturer narrative:
Analysis of the electronic data from the AED showed that the device was not properly maintained per the manufacturer's recommendations; specifically, the AED reported a low battery condition on june 27, 2018 that persisted through august 20, 2018, the end of the event log. There is no indication in the electronic data files of any user interaction to address the unit's warning condition prior to use and therefore this MDR is being filed due to the lack of maintenance of the AED.

Event description:
It was reported by a police department that they attempted to deploy the AED on a patient who overdosed. The reported that the pads were applied to the patient and when the power button was pressed, the unit gave quick chirps and did not power on.